Manufacturer narrative:
Product ID, 8709 serial# (B)(4), implanted: 2004 (B)(6), product type catheter product ID, 8598a serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient's catheter had become disconnected. The patient last had a revision in the (B)(6) prior to report.